Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead exhibited oversensing. The lead was capped and replaced. No patient symptoms were reported. No additional information was available at this time.